Manufacturer narrative:
Explanation for device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Retain testing was performed and no false positive results were obtained; customer complaint was not able to be reproduced. Root cause was undetermined.

Event description:
Customer reported that they received 5 false positives results but only provided specific information for 2 false positive results. (See (B)(4) for alternate known false positive result and (B)(4) for the three unspecified false positive results). This MDR will document 1 of 5 false positive results. Customer reported that they received suspected false positive result on (B)(6) 2022 on the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), reader sn (B)(4), lot number 21796c). Thirty minutes later, the customer took another test on the cue covid-19 test for home and over the counter (otc) use (sn (B)(4)) and obtained a negative result. Customer also states they obtained a negative result on the binaxnow antigen test but did not provide exact date. The individual had no symptoms, is vaccinated and boosted, and had no known exposure. No recent contacts are known to have tested positive for covid-19. Cartridges have been stored at room temperature.